Event description:
According to the customer, on (B)(6) 2025, the nebulizer would not power on when attached to a power outlet.

Manufacturer narrative:
According to the customer, on (B)(6) 2025, the nebulizer would not power on when attached to a power outlet. The customer reported due to the incident; she was relying on her inhalers to receive her medication. The customer reported she required an emergency room visit in order to receive a "steroid based nebulizer treatment" due to missing her nebulizer treatments for "over 2 weeks" causing her breathing to decline. The customer did not report any serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.